Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of jubqf049 showed two other similar product complaint(s) from this lot number, reported from the same swedish facility. Device not returned at this time

Event description:
It was reported that the hub on the tube is broken and loose. No other information was provided. No patient injury reported. This file addresses the third device.